Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): during normal operation, an event caused a transient high current condition on voltage regulated supply for analog and digital circuits, resulting in a momentary decrease in regulated supply voltage. The glitch detection circuit initiated a power on reset firmware operation.

Event description:
It was reported that a power supply related power on reset triggered due to vreg monitor. Patient seen in hospital due to cardiac arrhythmia. Device was explanted and replaced. No further patient complications were reported as a result of this event.